Event description:
It was reported that the surgeon inserted an aa4204vf silicone plate lens and the lens curled up after insertion. The doctor could not get the lens to seat properly in the eye. The lens was removed without any patient incident.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product showed that the optic was split. A part of the optic and a haptic had been torn off and was missing. There was evidence of a clear surgical residue. A work order search was performed and there were no similar complaints within the work order. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.